Event description:
It was reported that an automated pd set with cassette leaked. This was observed after the patient completed therapy. The reporter stated that when the cassette was removed from the homechoice, they observed moisture inside the door and on the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was returned for evaluation. Visual inspection identified a hole in the cassette sheeting. Leak testing determined that there was a leak from the whole in the sheeting. This confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.